Event description:
It is reported that the devices were implanted in 2009 and revised at approx 15 days later, due to a hematoma.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. A hematoma can occur following a hip arthroplasty for a number of reasons including bleeding from bone and surrounding tissues during the surgery, anticoagulant therapy before or after surgery, or early removal of drains. The patient is taking the ani-inflammatory aleve which can thin the blood. Based on the available information a definitive root cause can not be ascertained with certainty. Evaluation codes: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.